Event description:
The hospital reported that the handle of a compact monitor snapped off while it was being moved, and the unit fell to the floor.

Manufacturer narrative:
The field service engineer repaired the unit on site and returned the broken parts to spacelabs for eval. Some of the parts arrived, and an investigation has begun. Spacelabs will file a follow-up report at the conclusion of the investigation.